Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 404 mg/dl. Customer reported that there was an appearance of a knot on infusion set. While customer attempted to rewind insulin pump a motor error alarm was received. Customer declined further troubleshooting.